Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the end date of prialt was (B)(6) 2014. It could not be confirmed that the prialt was the cause of the high ck levels. It was noted the high ck levels were attributed to the patient's cardiac disease and congestive heart failure. Interventions included the pump prialt being removed and preservative free normal saline was instilled and ran at minimal rate. The patient recovered without permanent impairment. On (B)(6) 2014 it was reported an alarm was heard, but telemetry had not yet been performed. It was further reported the patient had a defibrillator and a pain pump. On (B)(6) 2014 at about 5:30pm the patient heard a solid tone that lasted for 10-15 seconds. It was unknown if it was the defibrillator or the pump. The patient did not think it sounded like either the critical or non-critical pump alarm. It was noted "it wasn't a beep and it was a solid tone that lasted 10-15 seconds and could not tell if it was coming from one of my tools or from my upper torso." The patient knew what the european ambulance sounded like and it was not like that because it was more of a tone. It was also reported the patient had a heart attack on (B)(6) 2014 and saline was put in the pump. The patient thought it might be empty because the heart attack was on (B)(6) 2014 and "it had stuff in it then, but they emptied it out before they did anything with my heart attack." The pump was emptied on (B)(6) 2014 and saline was put in. The pump was programmed to the lowest setting so it was noted it was unlikely the pump was empty. The defibrillator was implanted on (B)(6) 2014. The pump was being used to deliver saline. It was unknown what alarm/error message was occurring, if other actions were taken to mitigate the event, and the outcome of the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional review determined that the (B)(4) also applies.

Event description:
Additional information was reported by the company representative in (B)(6) 2016. It was reported that there is no current problem or change in therapy because the patient has saline in the pump. It was noted that the patient is not using the pump but would like to resume therapy. However, the patient thinks that the pump is defective because they found information on a field action on the internet. The rep noted that no new event had occurred, and there were no patient symptoms. Further follow up was done to determine the cause of the pump issue and if troubleshooting was done.

Event description:
Additional information was received from a company representative on 07-apr-2016 and it was reported that a few days after the pump was filled with saline the patient had a heart attack. The patient was concerned that the pump had something to do with the heart attack. The patient was now requesting a cap (catheter access port) dye study to check the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-02, additional information from the consumer reported that, on an unknown date (prior to removal of the prialt, which was previously reported to have occurred on (B)(6) 2014 or (B)(6) 2014), the patient had had prialt in the pump and overdosed. The patient was taken to their managing healthcare provider's (hcp) office and was lethargic, uncommunicative, couldn't talk, didn't know who they were, and was admitted "to the emergency room (ER)" for a week to "get the drug out of their system." The onset of symptoms was sudden. At that time, they put saline solution in place of the prialt. Approximately 4-5 days later, the patient had the previously reported heart attack. The patient reported that, prior to having the prialt administered through the pain pump, he had been healthy his whole life and never had any problems. The patient wanted to have hydromorphone in his pump, but according to the patient, the hcp was afraid to put anything in the pump because they were scared it would leak where the catheter connected to the pump; they still didn't know what caused the overdose. The patient was redirected to their hcp. Additional information regarding diagnostic testing, actions/interventions, and outcome with regard to the prialt overdose was requested. Additional information regarding the hcp's statement (according to the patient) that "they were afraid to put anything in the pump, because they were scared it would leak where the catheter connected to the pump" was requested with respect to any diagnostic testing or actions/interventions taken. If additional information is received, a supplemental report will be sent.

Event description:
It was reported the patient was admitted to the hospital with "very high ck (creatine kinase) levels (about 6000). Prialt was removed from the pump and it was filled with saline. No outcome to the event was reported. Additional information has been requested and a supplemental report will be sent if the information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional. It was reported that the patient had a possible reaction to the drug, went to the intensive care unit (ICU) in (B)(6)2014 where the entire infusion system was emptied. No further complications were reported.